Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion. It was noticed that after the infusion of 5% dextrose lactated ringer's solution was completed, the pump stated it had infused the full amount of the IV fluid (1000 ml) though there was "several hundred ml remaining" in the container. There was no report of patient injury or medical intervention associated with this event. No additional information is available.